Event description:
It was reported that during a transforaminal lumbar interbody fusion (tlif) at l5-s1, while using the holding sleeve to insert the 7.0mm ti matrix screw, a piece of the screw head broke off. The threads on the holding sleeve were noted to be damaged. Surgeon was able to retrieve the shaft and remaining portion of the screw head which was still attached to the shaft of the screw. Another holding sleeve and screw were used to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with the first two threads damaged. The shaft axial scratches indicating usage. Deep scratches are also noted on the knob which removed the anodized layer. The dimensions measured were within print specification. Product development event evaluation reveals, the threads at the tip of the retaining sleeve were deformed as the complaint states, despite the damage the sleeve still functioned as intended when assembled with a driver shaft and an undamaged screw. The threads in the bone screw head appear to have been damaged due high lateral forces on the driver/screw/sleeve construct during screw insertion. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered indeterminate from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for this complaint (B)(4).